Manufacturer narrative:
Unique identifier (UDI) #: not applicable. The reporter has declined to provide allergan further information regarding event, product, and patient details. The events of cellulitis and infection are physiological complications and analysis of the device generally does not assist allergan in determining the probable cause of these events. Device labeling addresses the reported event of infection as follows: "adverse reactions are those typically associated with surgically implantable materials, including infection, inflammation, adhesion formation, fistula formation, and extrusion." These events are being reported because medical intervention was required, although device-relatedness has not been established.

Event description:
Patient's friend reported bilateral breast augmentation on or about (B)(6) 2014. Post implantation, the patient experienced "redness, swelling, and pain" on an unknown side. On or about (B)(6) 2014, the augmentation was revised with seri bilaterally to correct "dropping" breast implants. The patient's friend stated that the "redness, swelling, and pain" were present before the revision to the augmentation, but spread to the contralateral side post-implantation with seri. The patient's friend reported that an "infectious disease physician" diagnosed the events as "cellulitis or an infection" attributed to the breast implants and prescribed "a strong dose of antibiotics via IV". No contact information was provided, and the report has not been confirmed by a physician. The current status of the patient and device is unknown.